Event description:
The customer¿s olympus' sales representative had to go over cabling and report that the scope was not taking the image on the evis exera iii video system center, which had color bars on the monitor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer olympus' sales representative called the olympus technical assistance center (tac) support to troubleshoot. Tac went over cabling with olympus' sales rep and confirmed the customer using the maj-854. When connected to remote 2. There are no errors occurring. Olympus' sales rep reports the customer will order a cable from md-reports. Olympus' sales rep thinks that will solve the issue. Tac had the olympus' sales rep check settings; df setting was remote. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty printer remote cable. Olympus will continue to monitor field performance for this device.